Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due failed hip. Medical records noted that dark stained tissue. Also noted in the primary operative notes while broaching there was a portion of the femoral neck that cracked and a piece of the neck was then extracted when planning of the neck was done with the planer. The crack did not extend in to the lesser trochanter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due failed hip. Medical records noted that dark stained tissue. Also noted in the primary operative notes while broaching there was a portion of the femoral neck that cracked and a piece of the neck was then extracted when planning of the neck was done with the planer. The crack did not extend in to the lesser trochanter. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.